Manufacturer narrative:
The product was returned and the complaint could not be confirmed. There was white residue visible on the connector pins of the returned reservoir which was possible from the saline, but the returned procedure set functioned as expected during the performance testing and there was no leak or overflow condition. The root cause of this complaint could not be confirmed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "the procedure set was leaking everywhere at the last process". Clinical follow up information revealed that the exact location of the leak was the reservoir, the event occurred during the ablation phase, there were no alarms or error codes and no burns were sustained. The procedure was completed with another of the same device and there were no patient complications reported with this event. The patient's condition is reported to be "fine".

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "the procedure set was leaking everywhere at the last process". Clinical follow up information revealed that the exact location of the leak was the reservoir, the event occurred during the ablation phase, there were no alarms or error codes and no burns were sustained. The procedure was completed with another of the same device, and there were no patient complications reported with this event. The patient's condition is reported to be "fine".

Manufacturer narrative:
The device has been returned but the device evaluation has not yet been completed, therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. Upon completion of the evaluation, if any additional relevant information is received, a supplemental medwatch will be filed.